Event description:
Pt identifiers were not provided by the reporter. Low pressure alarms occurred during an extended crrt treatment. Blood started dripping from the end cap of the filter. Treatment was discontinued and rinseback performed. The actual blood loss volume was not known. No serious injury or medical intervention was reported.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional information will be provided.